Manufacturer narrative:
(B)(4). Investigation summary the analysis results found that the (B)(4) device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed nine conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, jamming occurred and clips were malformed. Another device was used to complete the case. There was no bleeding or leakage for the patient and no adverse consequences for the patient. No further information is available.